Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4) kinking of the j-tube. (B)(4) occlusion within the j-tube. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that endovive two-port through the peg jejunal feeding tube (j-tube) was being used for the purpose of administering medication for the advance stage of parkinson's disease. The procedure date is unknown. According to the complainant, the high pressure alarm went off approximately around (B)(6) 2012 it was noted there was a fold in the jejunal tube with a possible blockage within the tube. The j-tube was impossible to rinse. The administration of the duodopa treatment was stopped for 15 days an apokinon pump was used during this time. The j-tube was replaced on (B)(6) 2013. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.